Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 557 (mg/dl). Reportedly, customer stated that they have a lot of scar tissue and have an issue with absorption. Customer reported that they needed to change their infusion site due to the rise in their bg level. Customer administered a bolus to treat bg level. Recommendation was made to consult with health care provider to discuss diabetes management.